Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, it was reported by the parent that the patient stayed in the ICU for at least 5 days due to inaccurate readings. The g6 was giving a normal egv (value not specified) while the bg was 600 mg/dl in the hospital. The patient was admitted to the hospital (B)(6) 2023. The reporter was frustrated and reluctant to provide details about the episode. There were no details provide about the medial intervention provided during the hospitalization; however, it was noted that the patient experienced pre-organ failure. Attempts to contact the reporter for more details about the episode were not successful. At the time of the report, the patient was fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.